Event description:
It was reported that during a preventative maintenance by getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) unit had a broken fiber optic connector. There was no patient involvement.

Manufacturer narrative:
Due to character restrictions in block e1 initial reporter : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, investigation conclusions), h10. A getinge field service engineer(fse) that discovered the issue during pm evaluated the iabp unit. The fse replaced the fiber optic connector. Post replacement, the fse successfully completed a full function check. Nothing unusual was identified in the logs. Unit calibrated and passed all functional and safety tests per factory specifications. The fse then returned the unit to customer and cleared for clinical use.

Event description:
N/a.